Event description:
Incident description from the customer: "customer stated device shutdown while on pt with error code 1004-2. Unit was re-started and continued to support pt for rest of case. When asked, customer said no harm came to pt but did not provide any specific pt info. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional info becomes available.